Event description:
N/a.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. The fse spoke with the customer via telephone and rectified the issue. The customer did not have the iabp seated in the console properly. Once it was properly seated the issue was resolved. The iabp unit was cleared for clinical use. (B)(6).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) helium tank was reading empty. There was no patient involvement, and no adverse event reported.